Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "I have very bad sleep apnea and extreme daytime exhaustion/ fatigue. Without a CPAP, I also get confused (morning cognitive fog and throughout the day). I also have severe anxiety and depression. My sleep doctor told me that my depression and anxiety are affected and related to my serious sleep and sleep apnea problems. If I discontinue using a CPAP, my depression and confusion get serious. My doctor and I noticed that my morning cognitive fog, my overall emotional health, and my daily cognitive abilities are really bad without CPAP use. This causes me a disability in daily functioning, including my abilities at work". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.